Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using retention controls. There were 3 test strips of lot 51508823 tested for the investigation. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation found the patient squeezes the finger excessively. Per product labeling, "massage your finger from its base. If needed, immediately after lancing, gently squeeze your finger from its base to encourage blood flow." The investigation did not identify a product problem.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with recombiplastin reagent. The result from the laboratory on (B)(6) 2021 at 7:00 am or 8:00 am was 4.8 inr. The result from the meter at 11:15 am was 3.6 inr. The result from the meter on (B)(6) 2021 at 8:40 am was 2.0 inr. The result from the laboratory at 10:00 am was 2.5 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests monthly.